Manufacturer narrative:
(Motherboard) the reported event of "the console does not start and makes "scratching" noises" was confirmed. This evaluation determined that the reported event occurred due to a failing motherboard. Additional testing revealed that this motherboard failure occurred due to a failing u101 component.

Event description:
It was reported that the console does not start and makes "scratching" noises. There was no harm for the patient, operator or third party reported. No further information received. Update avoe 08-sep-2023. It was further reported that there was a total failure of the synergy system. The device made an unusual (scratchy, beeping) noise when switched on and no image was displayed. The tablet did not connect to the console, and the monitor got no signal. The green led on the console was lit. The synergy's power cable was cross-connected with the monitor's with no change. Another dp port was used and plugged off/on with no change. The camera head was unplugged and the console was restarted and there was still no change. The device was checked for functionality by the staff before the start of anesthesia. The patient data could be entered via the tablet without any problems. The malfunction, which was indicated by signal tones from the synergy unit, only occurred when the patient was anesthetized. This patient, who was already under anesthesia and had a plexus blockage, had to be woken up again without surgery. Three other surgery patients scheduled for that day had to be cancelled.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.